Event description:
The reporter stated that the valves were leaking. During review of returned product a valve was found to be broken off of the manifold. No pt injury or treatment associated with this event.